Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-aug-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system main drawer 3.2 failed to close and was unable to be recovered. A field service engineer (fse) powered down the medstation and found the solenoid plunger was stuck and not moving. The solenoid was replaced, after which the device powered up successfully. The medication application launched, the customer logged in and recovered the half-height (hh) drawer, and testing confirmed that the drawer opened and closed properly, resolving the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, main drawer 3.2 failed to close and was unable to be recovered. The customer stated that they tried to reboot but the issue was not resolved. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.